Event description:
The facility reports the patient had an epileptic fit while hanging in the hoist sling. The patient was lowered onto a shower trolley. Another attempt was made to lift the patient, when the castor broke off the hoist. The patient was once again lowered onto the shower trolley. No injuries were reported.